Event description:
It was reported that prior to a surgical procedure it was observed that the foot control device was "leaking oil". According to the reporter, the alleged defect was discovered "in passing" by an operating room equipment technician. The device was not used in surgery. Therefore, there was no patient involvement. There were no delays to a schedule surgical procedure as a spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual and functional testing were performed and the reported condition was confirmed and duplicated. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.